Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during the load process. Customer had elevated blood glucose levels reaching over 500 mg/dl, and was taken to the emergency room due to vomiting. Customer stated they were unsure if the vomiting was due to the high blood glucose level or due to having food poisoning. Customer was treated with fluids, insulin injections, and blood test while in the emergency room, and released 4 hours later.